Manufacturer narrative:
Investigation summary: bd received 39 samples for investigation. 20 of the returned samples were evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was not observed as all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: during use the blood filling is very slow in the tube and sometimes under filled tubes.